Manufacturer narrative:
The field service representative found the measuring cells needed to be replaced. He replaced the measuring cells and performed analyzer performance testing. The customer ran calibrations and controls for all assays which passed. No further issues were reported after the service visit.

Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable elecsys estradiol iii assay results from (B)(6) 2017 through (B)(6) 2017. They had received complaints from a client and repeated the samples. They do not know which results are correct. One example was provided of an original result of 189.2 pg/ml and repeat result on (B)(6) 2017 of 135.9 pg/ml. Per product labeling, samples are only stable for two days refrigerated. The customer did not know of any adverse effect to any patient. The customer's client stated the differences in the results are not clinically significant. The reagent lot number was 21731300 with an expiration date of 28-feb-2018. Analyzer performance testing was completed.